Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 311.1 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 4 mm and showed minor degradation. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. The light from the sma connector was distorted, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber had normal degradation of the exposed glass tip. Fibers are consumable and intended to degrade with use. Light from the sma connector was distorted, indicating a fracture within the fiber connector. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber setup or use contributed to the fiber connector fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 13, 2020 that a flexiva 200 laser fiber was used in a flexible ureterolithotripsy performed on (B)(6) 2020. During the procedure, the laser fiber started working normally and suddenly stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.